Event description:
It was reported that this left ventricular (lv) lead exhibited a gradual increase in pacing impedance measurements of 2058 ohms. No adverse patient effects were reported. This lead remains in service.